Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® esr blood collection tube the tube was cracked. The following information was provided by the initial reporter. The customer stated: "after the blood was drawn, the erythrocyte sedimentation rate test tube was found to be cracked, and the laboratory said that it could not be tested, so the blood was drawn again."